Event description:
It was reported a system error occurred when trying to interrogate a patient. Interrogation was tried again and it worked. It was recommended that the programmer service disk be run. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.